Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis. Error c-38 was confirmed and reproduced during testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was replaced by the field service engineer (fse). Intuitive surgical, inc. (Isi) has not received the iesu.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that operating room (or) staff faced an issue with the erbe generator. The caller stated that both monopolar ports did not work on the generator. The technical service engineer (tse) viewed the system event logs and noticed error c-38 and c-30. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay.